Event description:
The customer reported that she activated the device at 12:36 am on (B)(6). At 8:40 am her blood glucose measured 443 mg/dl. She corrected with a 7.45 unit bolus and temporarily raised her basal insulin rate from 0.90 to 1.75 units/hour. At 11:08 am her bg read "high" (>500 mg/dl). She deactivated the pod and corrected with a manual injection of 10 units. When she removed the device, the cannula appeared bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."